Event description:
It was reported by service report that the IV pole was very loose and not stable when the IV was attached. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: support leg, IV pole receptacle.